Event description:
Customer reported accidentally pulling out his infusion set. The customer also reported a no delivery alarm, even though there was 5 units left on his reservoir. A displacement test was performed and the insulin pump alarmed no delivery. The customer stated the insulin pump was not exposed to any magnetic fields or magnetic resonance imaging machines. Customer's blood glucose was 371 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed displacement test. Insulin pump alarmed motor error during rewind due to motor encoder out of phase. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.